Event description:
The patient reported falling several times. X-rays revealed the screws had broken off of the stimulator.

Manufacturer narrative:
This report is being filed under exemption which covers a 2-year retrospective review of events reported by consumers between 2005 and 2006 (inclusive). This exemption was granted to satisfy medtronic's MDR obligations for any previously unreported serious injury, death and malfunction events found during this review. This medwatch report represents 1 unreported malfunction event for model 37752, 1 unreported malfunction event for model 7425, and 1 unreported malfunction event for model 37711 for the above time period (product code lgw).